Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure the clip applier deployed one staple and wouldn't deploy any additional clips. Additionally, the clip that was deployed didn't close all the way. It was not reported how the procedure was completed. There were no patient consequences reported.